Event description:
Additional information was received on (B)(4) 2012, when the explanted generator was returned to the manufacturer. Product analysis is currently underway.

Event description:
It was reported on (B)(6) 2012 that a vns patient was having an increase in seizures. The patient had a grand mal seizure around 3 pm and was sent to the hospital as a result. The seizure occurred again at 8 pm and the following tuesday at 7 pm. The patient's blood was tested and there was nothing unusual found. The patient was not sick and it was unknown what was causing the seizures to increase. Follow up revealed that the patient's mother felt the device was at end of service which caused the seizure increase as nothing else had changed. Diagnostics performed did not indicate end of service however it was decided to replace the generator. An implant card was received on (B)(6) 2012 where it was indicated that generator revision surgery to address end of service (eri marked as "no") occurred on (B)(6) 2012. Prophylactic replacement was also marked. It was reported that the patient has been doing well since generator replacement with the seizure control improving. Good faith attempts to obtain additional information as well as the explanted generator for analysis have been unsuccessful to date.

Event description:
Additional information was received on (B)(6) 2012 when product analysis of the explanted generator was completed by the manufacturer. Analysis of the explanted generator confirmed that it was not at end of service and could deliver the programmed output current. The device performed according to functional specifications. There was no abnormal performance or any other type of adverse condition found with the generator.